Event description:
During lavp procedure, surgeon noted white patch on posterior palate. He stated he felt it was a "heat burn from hand piece back stop" co2 laser was used on 12w continuous mode (white area size of a nickle) one witness reported noticing "lots of tissue build up on back stop." Rptr questions absence of warning on hand piece or in literature concerning maximum wattage.